Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that when the surgeon activated the device and heard an end tone, indicating a completed seal cycle, the seal had some bleeding. The surgeon changed to another ls1037 and completed the case. There was no patient injury.